Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the air was not being removed from the cartridge prior to filling it with insulin. The customer¿s blood glucose level was 250 mg/dl. Although requested, the customer declined to load a cartridge during the call with tandem technical support.